Event description:
It was reported to tyco healthcare in 2002 that an emergency worker had sustained a needlestick. The training officer stated that a firefighter was using another manufacturer's safety IV insertion device (with syringe attached), length approx. 6". The firefighter disposed of the "sheathed" sharps into the sharps shuttle and was holding the bottom against the firefighters thigh while closing the shuttle, and the needle penetrated the bottom of the container, piercing the firefighter's thigh. The firefighter was tested and took prophylaxis until pt's hiv came back neg. 2 of 3 results neg, third pending.